Event description:
N/a.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to advance and difficult to remove could not be tested due to the device condition. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that an orbital atherectomy device (oad) encountered resistance with the guide wire during advancement and removal. Factors that may contribute to difficulty advancing or removing an oad over the guide wire include, but are not limited to, inner diameter of the oad, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the oad or guide wire. In this case, it cannot be determined what contributed to the reported difficulty during advancement and removal. Additionally, the analysis of the wire noted polymer separation / deformation and core damage. It is possible that manipulation of the wire, when resistance was met, contributed to the noted damages; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: primary UDI number: the UDI is not known as the part and lot number were not provided.

Event description:
Reportedly, a diamondback 360 peripheral orbital atherectomy device (oad) was used for treatment of an 80-90% stenosed, moderately calcified, 4mm-diameter lesion in the right popliteal artery with a left common femoral artery (cfa) approach. The oad was initially advanced onto a 0.014 hi-torque command es guide wire (gw); however, advancement to the lesion was unsuccessful as the oad became stuck with the gw. The oad was not activated; therefore, the oad and gw were removed together without issue as they were adhered to each other. A new command gw was advanced to the lesion then exchanged for a 0.014 viperwire gw and a new oad was advanced. The procedure was successfully completed with a non-abbott balloon. There was no adverse patient effects and no clinically significant delay. No additional information was provided.